Event description:
The customer alleged they received questionable cardiac troponin t (tnt) results for one patient on their cobas h232 analyzer, serial number (B)(4). The customer provided an expiration date of 10/2013 for the tnt strips. On (B)(6) 2013, the patient had a sample drawn at a different hospital and tested on an h232, serial number not provided. The result was negative. Based on this result the patient was given asa 3001 and plavix 75. At 13:37 pm, the patient's tnt result was 113 ng/l and it was reported outside the laboratory. At 19:30 pm, the patient had a tnt result of 110 ng/l. At 19:30 pm, the patient had a tnt result of 50-100 ng/l. At 19:30 pm, the patient had a tnt result of <50 ng/l. At 19:30 pm, the patient had a tnt result that was negative. One of the samples had a negative repeat result. There were at least two samples involved. It was unclear which result belonged to which sample. At some time in this event, the patient had a new sample taken that was negative. On (B)(6)2013, the patient had another sample drawn and the result was negative. The customer stated the patient was treated with ntg 1:10 and clexan. The patient was not harmed by this event. An investigation was performed on retention tnt strips with a lot number of 28094310. The results of all the measurements fulfilled the requirements.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
A root cause could not be determined. The h232 was returned by the customer for investigation. The customer's h232 was compared to a retention h232 device. The results of all the measurements fulfilled the requirements. No additional customer complaints have been received for this lot.

Manufacturer narrative:
Additional information has been provided by the customer. There were two patient samples involved in this event. The first tube's initial tnt result was 113 ng/l. The repeat result was 110 ng/l. The second tube's initial tnt result was 50-100 ng/l. The repeat result was <50 ng/l.